Event description:
Sorin group received a report of problems achieving forward flow at the beginning of a case. Troubleshooting performed by the customer during the case found that replacing the disposable pump head resolved the problem and the case was completed without further issues. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the revolution centrifugal pump head. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report of problems achieving forward flow at the beginning of a case. Troubleshooting performed by the customer during the case found that replacing the disposable pump head resolved the problem and the case was completed without further issues. There was no patient injury. A sorin group field service representative went to the facility to evaluate the equipment that was being used. This evaluation found that the equipment was working properly. The sorin representative also requested the disposable pump head be returned for evaluation but the facility indicated that it had been retained by risk management and will be made available to sorin group once released. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.